Event description:
The reporter stated the surgeon was advancing a three piece collamer lens model cq2015 in the injector and noticed the lens was torn prior to insertion. No patient contact or injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows only a small portion of the lens and a haptic was received. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.